Manufacturer narrative:
(B)(4). Device was received with insulin flow blocked alarm during seating due to jammed motor gearbox.

Event description:
The customer reported via phone call that the insulin pump had insulin flow blocked alarm. The customer¿s blood glucose level was unknown. Customer stated the insulin did exit. The customer was advised that the insulin pump will need to be replaced. The customer was advised that revert to backup plan. The insulin pump will be returned for analysis.